Event description:
Procedure: shoulder arthroscopy. Suture broke off anchors x3. Mini rvo anchors, 3 failed. Two at neck/eyelet which broke and separated from threaded body. The 3rd suture broke after anchor was implanted.